Manufacturer narrative:
Reasonable attempts were made by lumenis to obtain relevant patient information, treatment settings and patient photographs from the user facility; however, no information other than the initial report was received with which to make a determination of the severity of reported patient injury. Should further information be provided, lumenis will file a follow-up MDR. A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A review of subject device labeling found the following statement regarding treatment: "ipl skin treatments have great appeal to individuals with active lifestyles who cannot set aside healing time, as required with ablative procedures or surgery. The procedure requires no "downtime", i.e., patients can resume all activities immediately after treatment, except for sun exposure." Patient's use of a tanning bed that emits uv radiation in a spectrum that is similar to sunlight post laser treatment is the suspected cause of the patient's adverse treatment sequela.

Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity following treatment with a lumenis m22 laser, ipl handpiece. It was further reported that the patient visited a tanning facility ((B)(6)) where they employed the use of a tanning bed following the laser treatment. No information regarding medical intervention to preclude permanent impairment was received.